Event description:
Reporter states that after treatment for a low blood glucose incident, customer reportedly received results of hi (greater then 600 mg/dl) and 90 mg/dl within 10 minutes on the compact plus system. No actions were taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.